Event description:
Medtronic received information that complete heart block was observed overnight on the day of implant of this transcatheter bioprosthetic aortic valve. A permanent pacemaker was implanted the following day. No subsequent adverse patient effects were reported.

Manufacturer narrative:
Investigation conclusion: a device history review is not required as the event description does not indicate a potential manufacturing issue. Conduction disturbances, such as complete heart block (chb) are known potential adverse effects, and can be resolved with the implant of a permanent pacemaker with the risk-benefit ratio in favor of the pav, as was the case in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic. (B)(4).